Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat mixed mitral regurgitation (mr) with a grade of 3 with myxomatous posterior leaflet and mitral annular calcification. Two clips were implanted successfully reducing the mr to 1. On (B)(6) 2019, it was noted during transthoracic echocardiography (tte) the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment-slda). No treatment was performed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated and a definitive cause for the slda in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.